Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the language on the pump changed; customer was unsure how the language had changed. Customer's blood glucose level was 199 mg/dl. Tandem technical support guided the customer through resetting the pump to address the issue.